Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, sleep current measurement and active current measurement. However, longtrace displays charge, battery lasts less than expected, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated insulin pump did not alarm the medical device - call for emergency assistance I had diabetes alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.